Event description:
It was reported that the patient experienced 12 inappropriate shocks due to lead noise. The lead was explanted and replaced. At explant, lead fracture was noted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was crushed at 24.3 - 24.7 cm from the connector pin and the proximal coil was fractured under the crushed insulation due to clavicular crush.

Event description:
The customer called to report a battery out limit alarm after having the battery out for over 10 minutes. The customer stated that she changed the time and date several times, but the insulin pump keeps going to the rewind screen, then shuts down completely. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.